Event description:
The senior medical surveillance specialist reviewed the customer care advocate's (cca's) documentation. On (B) (6) 2010, the patient/layperson complained that her onetouch ultra2 meter had prompted error 5 earlier the same morning. The patient, whose daily regime is oral diabetes medication, reportedly took no action. Fifteen to 20 minutes later, the patient "broke out in a sweat." The patient allegedly received no treatment or self treatment. The cca was unable to resolve the reported error 5 issue. Since the patient described having a symptom that can be associated with hypoglycemia, the complaint is reported. The cca replaced meter, strips and control.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.